Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped compressions intermittently with the unknown error message was confirmed during the functional testing and archive data review. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 17 (max motor on-time exceeded during active operation) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) errors. The root cause for the observed user advisory (ua) 17 error was due to the defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in march 2008 and is more than 12 years old, well beyond the expected service life of 5 years. The defective drivetrain motor was replaced to remedy the fault. The root cause for the user advisory (ua) 07 error was due to a defective load cell module 2, likely attributed to mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. In addition, during the visual inspection, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The platform passed the initial functional testing without any fault or error, however, during the run-in test, the platform stopped compressions due to user advisory (ua) 17 error message when the platform was tested with large resuscitation testing fixture, (lrtf) equivalent to the 270 pounds. Thus confirming the customer complaint. A review of the archive data log file indicated the platform stopped compression multiple times due to user advisory (ua) 17. Based on the archive, the error messages only occurred on (B)(6) 2019. Further review of the archive showed the platform was powered on to multiple user advisory (ua) 07 errors. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). The load cell characterization test revealed that the load cell module-2 was over-reporting. The defective load cell was replaced to address the user advisory (ua) 07 error. After parts replacements, the returned platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(6), 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge ((B)(4), circulation, 2016). Death is an expected outcome for ohca.

Event description:
Patient #1. The crew responded to a (B)(6) years old male patient ((B)(6) lb) in cardiac arrest. The patient was reported to have a heart attack a month before the incident. The patient was found unresponsive on the floor, cyanotic and ashen/cool/diaphoretic skin, no obvious injuries, pulseless, and apneic. Per the reporter, the cardiac arrest was witnessed. CPR started upon the witness. The patient was moved beside the bed to perform CPR. Manual CPR was initiated, then the patient was placed on the autopulse platform. The platform stopped compressions intermittently with the unknown error message. The crew restarted the platform and replaced the lifeband, however, the issue repeats. The crew performed the manual CPR for an unknown period of time. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead in the hospital. The event with patient #2 was reported on MFR 3010617000-2020-00908, (B)(4).